Event description:
It was reported that during a thoracic surgery, the device fired malformed staples. The staple line was oversewn. The case was completed without patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.